Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) unplugged and reconnected all connections, then opened the drawers and cleaned out debris from under the pockets and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1, all cubies failed and displayed an error device not detected on the bus. User tried to reboot and power cycled the device, but issue didn¿t resolve. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.